Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had charging issue with the ipg. Patient has not recharged the ipg in over 3 months. As a result, surgical intervention took place where in the ipg was explanted and replaced. Therapy restored post-op.